Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was failure of the hm cassette to aspirate. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.

Event description:
Two falsely elevated troponin I results were obtained on pt's samples. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was failure of the hm cassette to aspirate.